Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information has been received that the patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.